Manufacturer narrative:
Additional information: a4, b2, b3, b5, b6, b7 and d10. B5: upon follow up, it was reported 24 days before peritonitis diagnosis, the patient experienced cloudy effluent, abdominal pain and fever. For 13 days, the patient was treated with vancomycin, (1.5 g, stat, intraperitoneal, discontinued), levofloxacin (250 mg, once daily, discontinued) and gentamicin (30 mg, stat, intraperitoneal, ongoing). After the growth of the bacteria, the patient got hospitalized. The cause of peritonitis was unknown. At the time of this report, the patient recovered from the events. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.